Manufacturer narrative:
An event regarding wear and damage involving a unknown liner was reported. The event was confirmed based on the photo provided. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photograph shows a poly liner with a screw through the outer rim. The position of the screw would indicate that it has been used to explant the liner. There is other evidence of wear and damage on the device mostly on the outer rim. It is unclear if all of this damage is due to explanation or if some of it is due to in service use. There is also some biological material on the device. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details and return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
It was reported that the patient's hip was revised due to gross trunnion wear. A size 3 accolade tmzf stem, 32 +8 head, and 32 liner were revised to a size 4 accolade ii stem, biolox ceramic head, and 36 liner. Rep may be able to provide a photo, and reported that x-rays, medical records, and further information are not available due to hospital policy. Update: an image of a damaged liner was provided.